Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported to boston scientific corporation that 1-2 months after a pelvic floor repair procedure in (B) (6) 2008 to repair a ¿significant¿ anterior defect using a pinnacle anterior/apical pfr kit, the patient reported ¿considerable pain.¿ she took 800 mg. Of ibuprofen three times a day for two months, but it did not relieve the pain. Under examination, the patient had moderate pain along the lateral mesh legs of the pinnacle. The physician opined that these mesh legs might be a little too tight. The physician plans to cut at least one of the lateral mesh legs that may be under tension; both if necessary. The patient was referred to a urogynecological surgeon for a second opinion. It was reported on (B) (6) 2009 that the patient is still in pain. Per the physician, the patient had vaginal pain and dyspareunia before the procedure, notably tender levator muscles.

Event description:
It was reported that the device was explanted after an implant duration of approximately 113.1 months. Through follow-up (with the health-care provider), it was learned that the device was explanted due to aortic insufficiency and perivalvular leak.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.